Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from a manufacturer representative, reporting that the representative was able to recharge the patient's implantable neurostimulator and establish therapy. The representative also reported that a new dtc was mailed to the patient's family the next day.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
A manufacturer representative (rep) reported that the patient's desktop charger (dtc) connector pin was broken as of (B)(6) 2016. As a result the patient had a loss of therapy with the patient shaking for the last couple of days prior to date notified. The rep was able to get the metal piece out of the implantable neurostimulator recharger (insr). Therewere no out of box failures alleged. The patient's indication for implant is essential tremor and movement disorders.